Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported a blood glucose (bg) level of 280 (mg/dl). Customer indicated another pump was used to address bg level and would continue to be used for diabetes management.